Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Visual inspection of the returned articular surface identified that the dovetail feature was compressed on both sides. Measured dimensions were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The noted dovetail compression indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Event description:
It is reported that the articular surface would not lock onto the tibial plate.